Event description:
It was reported by repair work order that the mattress had unknown fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.